Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed their infusion set but that their blood glucose keeps rising and got up to 473 mg/dl. They stated that they changed their site portion only and not their tubing. During high blood glucose troubleshooting, their blood glucose was 189 mg/dl and current is 471 mg/dl. The customer said that they treated with an insulin pen. They decided to stop troubleshooting here because they did not want to change the set and reservoir since they had just done so. The customer said that they just checked their blood glucose and it was starting to come down. The pump will not be returning for analysis.